Event description:
Lifescan received a product liability lawsuit in which the attorney for the plaintiff alleged the plaintiff has suffered and will continue to suffer and experience grave irreparable physical and mental pain and suffering for the rest of her life. No further info was provided regarding the "severe and permanent injuries" the plaintiff was alleged to have suffered.